Event description:
It was reported that during this patient's implantable cardioverter defibrillator replacement procedure, this right ventricular (rv) lead showed high shock impedance measurements of over 125 ohms. Technical services indicated that the shock impedance measurements were actually over 145 ohms. Further information was received indicating a max energy shock was performed after the physician removed a calcified capsule fastened at the distal coil of the rv lead, and the shock impedance resulted to be 79 ohms. It was decided to leave this rv lead implanted and in service. No additional adverse patient effects were reported.